Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A system air leak test failed because the cycler could not build pressure to 2800 mbar. It was found that the blue pressure tubing was disconnected from the compressor preventing the cycle from building pressure causing a stall. The screen brightness check failed due to the display remaining dim after the brightness settings turned up to 10. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving the m01-21 stalled at a state machine for a long time system error warning a couple times on their liberty select cycler during step 1 of setup. The patient rebooted the cycler and the warning persisted. The patient also reported receiving the m71.1 pressure leak alarm during an unknown phase of last night's treatment. The fresenius technical support representative issued a replacement cycler, advised the patient to discontinue using the machine and to inform their pd nurse of the replacement cycler. There was no patient harm or adverse event, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.